Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 494 mg/dl. The customer¿s other blood glucose value was 418 mg/dl, 390 mg/dl and 445 mg/dl. The customer was treated with syringe and insulin pump for high blood glucose. The customer stated that they experienced symptoms related to high blood glucose such as nausea. It was reported that the customer was not using auto mode. Customer did not allege the insulin pump for under delivery. Customer preformed high-pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.